Manufacturer narrative:
The system was manufactured on june 26, 2006. Based on assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event was not able to be confirmed. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that before a cataract procedure the system restarted on its own. A blue screen appeared. The system restarted successfully. There was no patient involvement.